Event description:
It was reported that the tubing set was found to be separated out-of-package. It was confirmed that there was no patient involvement.

Manufacturer narrative:
The customer's complaint that the tubing came apart in the package could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure was not identified .

Manufacturer narrative:
Patient information requested but not provided. Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that the tubing set was found to be separated out of package.